Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer states they had the flu and the medicine they were given, spiked their blood glucose levels. The customer states their levels were over 200mg/dl. It was reported that the battery is changed out once a week, and there are deep scratches on the screen. The customer declined to troubleshoot with the help line.